Manufacturer narrative:
(B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status such as inr values, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Additionally it warns that the system has only been evaluated in patients greater than or equal to 18 years of age. Consider other methods of mechanical circulatory support for patients younger than 18 years. Adverse events that may be associated with the use of the vad system include device thrombosis as outlined in the labeling. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from (B)(6) by the vad coordinator that patient was admitted on (B)(6) 2015 with a suspected clot/fibrin in the left ventricle. There was "something" identified on echocardiogram (echo) that was flapping near the inflow cannula. There has been no change in pump watts and his inr has remained stable . A heparin infusion was initiated but the patient was later converted to clexane injections until knew inr target was reached (inr goal 3-3.5). He was also started on clopidogrel. The patient's inr goal was reached on (B)(6) 2015 and he was discharged home. At his next clinic visit on (B)(6) 2015 no further issues were reported other than his continued treatment for driveline infection. Investigation is ongoing.

Manufacturer narrative:
Additional information has been received { it was stated that there is a history of a driveline cleaning due to corynebacterium pseudodiphtheriticum infection and treated with erythromycin (dosage unknown) on (B)(6) 2015. Echo was done on (B)(6) 2015 with "no thrombus visible", also plasma hb <0.096. On (B)(6) 2015 anti-xa 0.89. On (B)(6) 2015 no growth was cultured, also plasma hb 0.17 (<0.096), ldh 473 (313-618). Patient was treated with "heparin infusion @ 15 units/kg/hr then converted to clexane injections until new inr target achieved, commenced clopidogrel" (dates unknown). Patients "inr has been very stable between 2.5-3", "new targets set for inr 3-3.5." "Target achieved; 3.4 on (B)(6) 2015 so patient was discharged home." "Patient was commenced on erythromycin for 10 days for the driveline swab. On "8/11/2015 patient seen in clinic, "no concerns" was stated at this time, echo was done and "nothing seen in lv or near inflow cannula."} heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.